Manufacturer narrative:
(B)(6): eval: results: eval of the returned product found that there is battery acid leakage inside the battery compartment. The battery door is damaged and the alarm case is damaged near the battery compartment. The alarm powers on and passes all functional tests. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(6).

Event description:
The customer reported that the alarm has no power even with new batteries and no visible damage detected to the outside of the alarm case. There was no pt incident or injury reported. Inspection of the returned product found that there is battery acid leakage inside the battery compartment. The battery door is damaged and the unit does power on.